Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. The cause of the delivery issue was patient condition related due to narrow iliac artery impella was unable to advance into descending aorta. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported an unspecified male patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella was unable to advance into the descending due to the narrow iliac artery. The case was aborted.